Event description:
Per (B) (4) adverse event report, this pt went to the ER with complaints of swelling and pain around the ICD site. Further investigation revealed the presence of a post-operative hematoma. Pressure dressing was applied and medication was prescribed. On (B) (6) 2010, the hematoma was noted to have expanded and a minimal amount of drainage from the incision was described. Pressure dressing was applied and pt was admitted to the hospital. On (B) (6) 2010, the hematoma was soft with mild fluctuance and no fever was noted. All records indicate that the system remains implanted. Lumax 540 hf-t, (B) (4). There were also 2 medtronic leads involved: 6847, (B) (4) and 5076, (B) (4).

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.